Event description:
Reporter alleged blood glucose measured 110 mg/dl back to back with a result of 43 mg/dl when testing was performed within 1 minute of each other. It was stated customer had no low glucose symptoms at that time. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.